Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded coiled wire is consistent with an essure') in an adult female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia and menorrhagia. Concurrent conditions included chronic cervicitis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the embedded device, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, embedded device and uterine haemorrhage to be related to essure. The reporter commented: she was planning for essure removal. Discrepancy noted in date of insertion ((B)(6) 2015)- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterine weight: 128 grams chronic cervicitis. Secretory endometrium. Benign endometrial polyp. Cellular leiomyomata. Benign right and left fallopian tubes. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporters information were added. Lot no. Were added. Event: medical device removal were updated to imbedded coiled wire is consistent with an essure were added. New event added: abnormal uterine bleeding and dysmenorrhea. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded coiled wire is consistent with an essure') in an adult female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia and menorrhagia. Concurrent conditions included chronic cervicitis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, embedded device and uterine haemorrhage to be related to essure. The reporter commented: she was planning for essure removal.discrepancy noted in date of insertion ((B)(6) 2015)- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterine weight: 128 grams. Chronic cervicitis, secretory endometrium, benign endometrial polyp, cellular leiomyomata, benign right and left fallopian tubes. Lot number: c80064 manufacturing date: 2014-07 expiration date: 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: she was planning for essure removal. Discrepancy noted in date of insertion: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case became serious incident. Injury event updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.